Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital after receiving an alert for left ventricular lead impedance out of range. Provocative tests and measurements were performed. No high lead impedance or noise episodes were detected. The patient condition is good. The patient will be monitored.